Manufacturer narrative:
Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
No additional information.

Event description:
It was reported that the bd alaris pump module smartsite infusion set had separated. The following information was provided by the initial reporter: propofol tubing is required to be changed every 12 hours. New propofol tubing was primed and labeled correctly. Prior to connecting the new infusion tubing to the patient's IV line, the tubing was loaded into the alaris pump. When the safety clip was engaged within the channel, the clip broke apart and severed the tubing, resulting in propofol leaking onto the floor. Product#: 2420-0007. Additional information received from the customer: in the medsun form mentioned that the date of the event as ¿(B)(6) 2025¿. Could you please specify the exact date when the reported issue happened? (B)(6) 2025. Please share the lot number associated with reported issue. Unfortunately, the device was not saved and the lot number was not provided in the original report. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. Patient was intubated during this time and had a self extubation event that may have been corelated to decreased sedation. This required intervention but no harm to patient.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.